Event description:
It was reported that patient was admitted to the hospital due to a large hematoma at the implant site. The atrial lead was capped and a new lead was implanted on the patient's right side on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.